Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels up to 600 (mg/dl) and moderate ketones. Manual injections and correction boluses were administered to address bg levels. Customer consumed water to address ketones. Recommendation was made to consult with health care provider to discuss diabetes management.